Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:31:20. During night drain cycle nine, the patient's ultrafiltration reading was 2208 ml, indicating the home patient (hp) drained 1708 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the user had set the tidal total removal ultrafiltration too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.